Manufacturer narrative:
This product has been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of device memory confirmed that a low voltage alertcode 1003) was recorded. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this pacemaker showed one year from last transmission and today longevity remaining was at eight months. Moreover, it was noted that the patient had been in persistent atrial fibrillation (af). Device was reprogrammed and longevity went up to nine months. Boston scientific technical services (ts) explained battery may recover and should have normal elective replacement indicator (eri) to end of life (eol) once explanted is reached unless power consumption would continue to increase. Additional information indicated that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Moreover, data analysis confirmed device is showing a gradual rise in power consumption. This device was scheduled for changeout. To date, this device remains in service. No adverse patient effects were reported. Additional information received indicates that this device was surgically explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this pacemaker showed one year from last transmission and today longevity remaining was at eight months. Moreover, it was noted that the patient had been in persistent atrial fibrillation (af). Device was reprogrammed and longevity went up to nine months. Boston scientific technical services (ts) explained battery may recover and should have normal elective replacement indicator (eri) to end of life (eol) once explanted is reached unless power consumption would continue to increase. To date, this device remains in service. No adverse patient effects were reported. Additional information indicated that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Moreover, data analysis confirmed device is showing a gradual rise in power consumption. This device was scheduled for changeout. Furthermore, this device was surgically explanted and replaced. No additional adverse patient effects were reported.